Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter facility name 1: (B)(6) hospital. Block h6: imdrf device code a040506 captures the reportable event of sheath peeled. Block h10: investigation result: the returned navigator (sheath and dilator) was analyzed and a visual and microscopic examination found that the inner coating of the sheath was peeled. No other damages were found on the device. With all the available information, boston scientific concludes the reported event was confirmed. It is possible that factors encountered during the procedure, such as operational factors, the interaction/handling with the basket, stones and laser, could cause the problem of sheath peeled. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the right ureter during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2022. During the procedure, the coating on the inner layer of the sheath was peeled off like silk threads and blocked the front view of the lithovue. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name 1: (B)(6) hospital. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the right ureter during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2022. During the procedure, the coating on the inner layer of the sheath was peeled off like silk threads and blocked the front view of the lithovue. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.